Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user had to delete old images to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was an ippc (image processing pc) issue and system was not able to expose. Upon troubleshooting, fse found that the ippc started up slower than host pc. To resolve this issue, fse replaced disk tray and disk of ippc, but the same issue persists. Fse suspected the ippc was defective. Fse replaced ippc, reinstalled the software and recreate the image store. The defective iipc was returned to philips for further analysis and the cause of the ippc failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The purpose of a reference image is to provide a fixed view of a previously acquired image of the patient¿s anatomy during an interventional procedure. For example, the physician may use the reference image to help with identification of anatomical landmarks in order to maneuver devices such as a catheter or wire. An example of a reference image may be a saved image of the heart in which contrast dye has been used to identify the coronary vessels of the heart. The benefit of using a saved image or cine loop is that the physician does not have to repeatedly inject contrast dye into the patient to view the heart vasculature. Thus, a physician can reduce the amount of contrast dye used and reduce the amount of fluoroscopy exposure time for the patient. While a reference image is a useful adjunctive element, it is not considered to be a critical input into how the procedure is executed by the physician. If the reference image is suddenly lost or becomes unavailable, it is expected that the physician will continue to proceed using live fluoroscopy imaging. A lost reference image would be considered more of an inconvenience to the physician, but the image loss would not compromise the integrity of the device¿s imaging capabilities nor affect the ability of the physician to complete the procedure. Therefore, loss of a reference non-live image is not likely to result in a hazardous the codes were updated based on investigation outcome.

Event description:
It was reported to philips that the there was an issue with ippc, system could not expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.